Manufacturer narrative:
Tandem pump user guide states: do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the pump indicated a data log corruption. Reportedly, on (B)(6) 2021, the pump was taken into the room during a cardiac catheterization. Customer¿s blood glucose level was 156 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.